Event description:
It was reported that the unit will not audibly alarm when it went below the low saturation limit of 88. Customer was unsure if there was a visual alarm. During troubleshooting with masimo technical support, customer was instructed to power the device on to confirm what mode it was in. Customer confirmed it to be in standard mode; however, when the unit was first powered on the speaker did not provide a sound. The customer was instructed to repeat the steps twice, and once the speaker did sound and once it did not. As such, the audible sound was intermittent. Customer states the green ac power led does illuminate when the ac power is applied. A patient was being monitored. There was no harm to patient. The unit was able to engage in monitoring. No consequences or impact to patient.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.